Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system displayed a collimator error, prompted the user for motion calibration and the gantry of the imaging system would not dock. It was reported that after performing the motion calibration by pressing "m" the reported issues were resolved as the error cleared and the gantry could dock. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer for the imaging system was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer for the imaging system was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.